Event description:
It was reported that a surgical intervention was performed due to polywear and loosening.

Manufacturer narrative:
Results of investigation:the associated complaint device was returned and evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A lab analysis concluded damage to the posterior lock detail, wear on the inferior surface, with wear and burnishing on the articular surface, however we were unable to determine the root cause. No material or manufacturing deviations were observed in the course of this investigation. A clinical analysis indicated that there are no relevant supporting clinical/medical documents provided for this complaint. Therefore a thorough clinical assessment cannot be rendered. A review of complaint history on the listed parts revealed no prior complaints for the listed batch. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this complaint closed.